Event description:
It was reported that right ventricular lead impedance had risen. The physician suspected an anomaly within the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.